Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time was "off by one hour". Reportedly, customer may have not adjusted the time for daylight savings. Tandem technical support guided the customer through adjusting the pump time. Customer had elevated blood glucose (bg) levels (565 mg/dl) at the time of the report. Customer reported pump supplies would be changed and insulin resumed to address elevated bg levels.